Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2016-02185. It was reported during the patient's scs lead revision surgery on (B)(6) 2016 (reference MFR. Report #1627487-2016-02129). It was noted high impedances were present on all lead contacts and the patient's scs lead pulled out of the ipg header. Subsequently, the lead was replaced. Diagnostics indicated all impedances were normal. The issue has reportedly resolved.